Event description:
During ptca the inflator device was slow to deflate the balloon. The reported deflation time was 58 seconds. A syringe was attached to fully deflate the balloon. No pt injury was reprtedly associated with this incident.